Event description:
It was reported that when the patient presented in clinic for follow up, inappropriate automatic mode switch due to far r oversensing was observed. Device reprogramming was planned.

Manufacturer narrative:
UDI (di): (B)(4).